Event description:
Additional information was received via email. The reporter stated that the product fault occurred during testing.

Manufacturer narrative:
B5 - describe event or problem: additional information. H3 and h6. Codes: updated. Device evaluation: the reported complaint of ¿not pumping, not dispersing medication¿ was confirmed through visual and functional testing. The probable cause was a defective latch/lock cam flex sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not pumping and not dispersing medication. There was no patient harm or involvement.